Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on lcd board. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Unable to verify no delivery alarm due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump was not working due to moisture damage. The blood glucose was 24 mmol/l at the time of the incident. Customer tried to delivery 5 u and insulin is not exiting the tube and pump did alarm no delivery. The customer stated that pump got dropped today in the washroom and got damp explained to customer pump was no longer working and need to be replaced. The insulin pump will be returned for analysis.